Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon quality assurance. The investigation involves in-house investigation of product, use of the product, and component investigation by the supplier. Results of the investigation are still pending and will be sent in a follow-up MDR.

Event description:
Two 105" IV administration set broke at 2 joints (one at the y-site, and the other at the drip chamber). Both product problems results in drug spills (one with taxol). No injuries were reported by user or patients.